Manufacturer narrative:
(B)(4). Date sent: 4/13/2021. D4: batch # u94w0f. H6: component code: others (g07). Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcs20 device was returned without apparent damage to the external components and with a clip in the jaws. Additionally, one clip with a gap was returned inside a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. Upon testing, the device cycled and it fed and formed thirteen conforming clips as expected. No clips fell off of the device during the functional testing. The event described could not be confirmed as the device performed without any difficulties note and no product defect was identified. No conclusion could be reached as to how the returned clip was received with a gap as the device performed as intended. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation. Ensure that a clip is in the jaws. Position the jaws so that the clip completely surrounds the vessel to be ligated. Note: once the clip completely surrounds the vessel or tubular structure to be ligated and prior to starting the firing stroke, eliminate downward pressure so the structure to be ligated and the device jaws are pressure neutral to each other. This helps prevent the shifting of the clip position within the clip track and/or dislodgement." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clips were not sealing or closing properly. The clips were falling off. "They do not seal fully when the clip is fully closed." It is unknown how procedure was completed. There were no patient consequences and there is no additional information.